Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found out in the woods "down and blue". Emergency medical services (ems) was called and on the scene. The system controller attached to the driveline was reading "charging." There was no pump running symbol and ems couldn't auscultate the pump sound. Ems was asked to verify the that modular and driveline cables were fully attached to one another, and that modular cable was fully seated into system controller. Once verified, ems was then instructed to do an emergent system controller exchange in the field. Ems stated that the pump running symbol lit up and pump parameters appeared to be viewable on the display screen once the system controller was exchanged, but there was a red heart alarm. Patient was unconscious and intubated in the field then transported to the closest hospital. The patient was pronounced dead upon arrival in the emergency room. No log files were retrieved. Related manufacturer reference number: (B)(4) (system controller and pump)

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number (B)(6)) screen being blue with a call hospital contact/controller fault message was confirmed. Visual inspection revealed that the system controller was in used condition and two out of four screws from the backup battery cover appeared loose (not fully secured). The system controller was connected to the laboratory test equipment and the communication between the test system monitor and the returned system controller was not able to be established. The system controller screen displayed a call hospital contact/controller fault message, and the test system monitor displayed a not receiving data message. A test pump was connected to the system controller and the pump successfully initiated operation; however, the pump running symbol leds were not active. The controller¿s power cables were disconnected from the test power module and the pump continued to operate supported by the backup battery. The system controller was disconnected from the test equipment and the backup battery cover was removed. Visual inspection revealed foreign debris (fibers/hair) inside the backup battery compartment and a green residue/fluid ingress on the backup battery and the battery ribbon cable. The system controller was disassembled, and the fluid ingress was also confirmed inside the controller. There were multiple components/circuits affected, including the power cables connectors and the lcd connector. A damaged/shorted capacitor was also confirmed. Further testing confirmed additional shorted components from the printed circuit board assembly (pcba) resulting in the compromised communication with the test system monitor and the call hospital contact/controller fault message displayed on the controller screen. The data log files (event and periodic) were able to be retrieved after further troubleshooting. The event log file contained data recorded from (B)(6) 2023 to (B)(6) 2023. The recorded data revealed normal system operation until (B)(6) 2023 where the last recorded entry was at 09:25. The associated voltage levels indicated that fully charged batteries were connected to the controller at 5:48 on (B)(6) 2023 and the system operated with no active alarms until the last entry (9:25). The periodic log file contained events from (B)(6) 2023 to (B)(6) 2023 where normal operation was recorded. The last recorded entry was on (B)(6) 2023 at 9:25. In conclusion, the damaged printed circuit board assembly (pcba) components/circuits appeared to be related to a fluid ingress; however, the specific path for the fluid ingress was not able to be determined. The device history records were reviewed, and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. According to hm3 instructions for use section 8 ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found out in the woods non-responsive with left ventricular assist device (lvad) alarms going off. It was noted that tree stand was in a corridor of cleared forest area that has high energy tension wires running through it. The patient had climbed down from the tree blind and collapsed near his all-terrain vehicle. At the time of the patient's son's arrival to the scene, the system controller was not producing any alarms, the screen was greyed out and it said "charging". Low flow alarms started following controller exchange. The spouse reported that the primary system controller was lit up after it was changed out and the screen was blue and it said "controller fault". Emergency medical services (ems) was called and on the scene and the patient received bystander CPR as they experienced lack of end tidal co2. When ems arrived, it was noted that the patient was hooked up to the battery appropriately and the lvad showed a "charging" message and had dashes for flows. The patient received chest compressions almost consistently from 10:08 to 12:00 noon without meaningful recovery. The patient went to their local emergency room where their pupils were found to be fixed and dilated and they did not have proper reflexes.